Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where deviations from instructions for use were identified. Based on the results of the investigation, it is likely the following led to the malfunction: deviation of the reprocessing method from the instrument channel may have caused the foreign material to remain. Olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: -gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. -gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full establishment name:(B)(6) medical center. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope nozzle had foreign objects. There were no reports of patient involvement.